Manufacturer narrative:
(B)(4) - excessive force. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during the procedure in the extremely tortuous, non-calcified right coronary artery, pre-dilatation was performed multiple times using a 2.0x12 balloon. A 2.25x12 rx xience nano stent delivery system (sds) was advanced with resistance due to the tortuosity of the vessel. The physician continued to push the sds to the target site using force. An attempt was made to inflate the stent balloon at the target lesion but the stent balloon failed to inflate. Blood was observed in the hub. It was suspected that either the balloon or the catheter shaft might be torn. The sds was withdrawn from the anatomy. Balloon angioplasty was performed to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/physical resistance in the lesion could not be replicated in a testing environment as it was based on operational circumstances. The reported tear and failure to inflate were confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v/xience nano everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components and/or vasculature. Based on the information reviewed, there is no indication of a product deficiency.